Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, muscle stimulation, and failure to advance guidewire. As received, a complete lead was returned. The reported event of failure to advance guidewire was confirmed. Visual and x-ray examinations noted the inner coil was bunched up/ damaged at the connector region consistent with procedural damage. Unable to test the guidewire insertion due to the damaged inner coil. The s-curve height was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of failure to advance guidewire was due to the damaged inner coil consistent with procedural damage.

Event description:
It was reported that the patient's left ventricular (lv) lead had failed to capture and the patient had discomfort. Chest x-ray performed confirmed that the lead had dislodged resulted in muscle stimulation. During an attempt to reposition the lead, the lv lead had failed to be advanced through the guide wire. The lead was explanted and replaced. Patient status was not provided.